Event description:
Additional information received reported that the patient still had concerns with his device or therapy. It would start on its own. The patient had become afraid of it. He had not sought further help but was working with his doctor or manufacturing representative and had an appointment scheduled on (B)(6) 2014. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was sitting by the tv charging the night prior and the implantable neurostimulator (ins) came on by itself and it was at a high speed. The device was on group a and he could not turn the ins off. He felt very uncomfortable stimulation. The patient used the patient programmer (pp) and he turned the stimulation off. When this happened he could move. His legs were getting too much juice and he felt shocked. It was noted that at this time the patient was not using the device as much. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.